Event description:
Boston scientific received information that a family member of this patient called boston scientific technical services (ts) and reported the patient had died. The patient had bacterial pneumonia; it got into the blood stream and it was suspected that it had gotten to the device and heart. The family noted that since an magnetic resonance imaging test was unable to be done, it could not be confirmed. It was not reported if the device system was explanted or if it would be returned; at this time no products have been received. The following clinic was contacted and they were unable to provide any additional information and were unaware that the patient had died.

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4)